Event description:
On (B)(6) 2013, the patient reported that she had experienced elevated blood glucose levels for the past week as high as 372 mg/dl. She stated that there was a metal ring on the inside of the cartridge compartment inside the infusion device. She thought this may have been a piece of metal that came out of the inside of the device. She thinks the metal in the compartment is causing her device to inaccurately deliver insulin. She has had to give herself injections of insulin to treat the elevated blood glucose levels. Her target range is 120-150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded by the patient. The infusion device, adapter, and insulin cartridge were requested to be returned for product evaluation. The infusion device was replaced.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the technical investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.